Event description:
Pt was having an MRI performed on them. Pt was positioned with the mr coil. The coil was supposedly positioned with towels to separate coil from skin contact. However, after the scan the pt received a 2nd degree burn mid calf from the coil. A blister was created from the burn. The coil probably looped and had contact with the skin.